Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) of a clinical study regarding a patient implanted with a neurostimulator for dystonia and movement disorders. It was reported that the patient had a post-operative blood staph infection that developed shortly after surgery. As a result the patient was given IV antibiotics via their port-a-cath, with the issue resolved without sequelae as of (B)(6) 2017. The issue was noted to be possible related to the device or therapy and implant procedure surgery/anesthesia. No further complications are anticipated.